Event description:
Related manufacturer report number: 2017865-2022-05328. During an in-clinic follow-up, a loss of capture and high pacing impedance were observed on both the right ventricular (rv) and right atrial (ra) leads. X-ray imaging was performed, however, no rv or ra lead abnormalities were observed. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated further episodes of loss of capture were observed on the rv and ra leads. X-ray imaging was again performed, however, no lead abnormalities were observed. Further reprogramming was performed. The patient was stable and will continue to be monitored.